Event description:
Caller reported aviva blood glucose results of 376 mg/dl, 229 mg/dl, 109 mg/dl, and 104 mg/dl, within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.